Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Insulin pump was unable to perform displacement test due to motor error alarm. Insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose level was not included in the report. It was reported that customer was unable to rewind the insulin pump. Nothing further reported.